Event description:
A (B)(6) female patient's husband contacted zoll customer support to report a problem with the patient's equipment. Review of the patient's download revealed excessive check te pad alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was cracked which would prevent the electrode belt from properly securing into the monitor. The cause of the check te pad messages is likely the damaged connector. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.